Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that they have a mist of water sometimes and the handpiece overheats. No injury resulted.

Manufacturer narrative:
09/09/25 cn hpcable # (B)(4). Handpiece #n/a 000 evaluated, meets specifications, contact customer could not duplicate the issue of mist sometimes. Suggest checking inserts being used are free of clogs and damages as this is most likely causing the issue. Poor water pressure/flow due to debris buildup in water solenoid. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: no handpiece , nor power supply received for evaluation and not included in the estimate. Items not received for evaluation cannot be warranted.